Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corners, reservoir tube, reservoir tube lip, battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
The customer reported having no delivery alarms during basal and then motor error alarms. The customer cleared the alarm and removed the reservoir. The caller stated that she woke up with high blood glucose of 400 mg/dl. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field and he did not have an x-ray or anything in at least a year. Advised the caller to discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed.